Manufacturer narrative:
Results: one used sample in an open blister pack was returned for evaluation. A visual inspection revealed that the needle/hub/safety mechanism assembly was separated from the barrel. No damage to the barrel was observed. The returned unit was forwarded to the manufacturing site in (B)(6), for further evaluation. Conclusion: a conclusion is not yet available as the sample is still being evaluated. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as a nurse activated the safety mechanism of a 1/2 ml bd safetyglide¿ insulin syringe with 29 g x 1/2 in. Bd¿ permanently attached needle, the needle and safety mechanism flew off of the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Further evaluation by the manufacturing site in (B)(4) showed that a review of the device history record revealed zero defects noted during the manufacturing of lot # 6232682. Our quality engineer notes that the probable cause for the separated safety mechanism is that there was a plunger or other syringe component caught in the main dial of the assembly equipment. This prevented the spring from fully snapping the adapter/push rod to the hub.